Event description:
Information received indicates, the brake will engage but will not hold.

Manufacturer narrative:
The technician rebuilt the worn brake block and replaced the worn casters to repair the bed.